Event description:
It was reported that the pump battery could not be charged fully. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer continued using pump for insulin therapy.